Event description:
A knee scooter was in use by an end-user when a weld broke - the weld broke, resulting in a severe fall, breaking the end-user's ankle and requiring surgery. The weld holding the scooter's steering column clamp in place had broken off, which likely had contributed to the end-user's injury.